Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, selftest, error test and displacement test. The bolus wizard functioning properly per bolus wizard sample in the user guide. All bolus programmed during testing were properly delivered. Unit received with cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 436 mg/dl and diabetic ketoacidosis. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.